Manufacturer narrative:
The technician replaced the four connectors on the footboard to repair the bed.

Event description:
Info received indicates the bed's scale will not zero due to corroded/dirty connectors on the footboard.